Event description:
A malfunction alarm, identified by a specific code, was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report back if any issues arose.